Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the no foam container and adjusted the bottle sensor and verified repair per established procedures. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they were experiencing a no foam leak from the top of the bottle and no foam level was continuously dropping below 10%. The issue is associated with the unicel dxc 600 pro synchron clinical system. A customer technical support (cts) generated a service request. No injury was reported on this issue.